Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The device passed the displacement test. The device was received with the case cracked behind the pump near the battery compartment and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had problem with putting reservoir in the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had damaged to reservoir compartment plastic lip and area of insulin pump case. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.